Event description:
Additional information received indicated that this event occurred during testing before use. No patient was involved.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). A device history record (DHR) review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A sample was received to perform an investigation. A visual inspection found a cracked and leaking enclosure, wear and tear damage to the plate clip, tank cover, and line cord, and an outdated printed circuit board (pcb), power switch, and front cover. Functional testing was performed by filling the tank with water, attaching the temperature check, plugging in the line cord, and turning on the power switch. The reported problem was duplicated. The device leaked from a crack in the enclosure near the drain fitting. Root cause was found to be wear and tear damage from repeated use of the drain tube caused by the customer. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.

Event description:
It was reported that the device was leaking from the reservoir case.